Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 337 mg/dl. The customer also report the blood glucose level was 430 mg/dl. Auto mode feature was not active. Customer does not allege pump was under delivering. No presence of leaks or air bubbles in the tubing/reservoir. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will not be returned for analysis.